Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)  had a power on reset. It was also indicated that the ICD was at elective replacement indicator (eri). After the reset, some diagnostic data was not viewable. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).